Event description:
Paramedic attempted to use the zoll vent on a respiratory patient. After he went through the self system check the vent reported a self check failure and to contact administrator. Crew re attempted the self check and received another failure. They were able to utilize fires equipment to provide treatment. And continued transport without further event and handoff to facility. Patient status had improved.